Event description:
Caller reported taking 8 units of novolog based upon a compact plus result of 464 mg/dl. She passed out 15 minutes later, requiring treatment with orange juice from pharmacy employees. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.